Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2014 - july 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle measuring approximately 1.32 mm in length floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be polyester material. The cause of the problem is unknown. A CAPA has been opened for this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed to have particulate matter in the balloon. This was observed during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.